Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call damage to the reservoir compartment of the insulin pump. Customer's blood glucose was unknown at the time of incident. Customer stated that the reservoir would not stay in place due to most part of the reservoir compartment came off. No significant event leading to reservoir compartment damage. Customer stated that it is a normal wear and tear. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, stained end cap sticker, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did lock in place, just a partial broken reservoir tube lip noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.